Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated neqas proficiency samples tested on the architect cea assay have been showing an increasing degree of negative bias against the other methods. In addition, a patient with metastatic bowel cancer produced lower cea results compared to other methods (roche immunoassay and the olympus 3000i). The following results were obtained on two sequential samples: sample 1: architect - 11.4 ng/ml, method a: 27 ng/ml, method b: 26 ng/ml. Sample 2 - architect:5.9 ng/ml, method a: 18 ng/ml, method b: 15 ng/ml.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. An analysis of the data from the proficiency program found that the increasing negative bias and variance are the result of poor unity between the different methods that participate within the scheme and contribute to the mean of all methods to which the architect cea method is compared. The lack of unity between the various methods in the scheme is caused by differing specificities of each method, resulting in a wide spread of returned results for certain samples. From the analysis we have performed it is clear that the architect cea method is recovering the who standard for cea with a high degree of accuracy and precision over the time period where there is a reported bias for the architect cea method. Instruction on the interpretation of the statistical parameters employed in the distribution reports. They advise that while the cumulative variance is high, such as is observed for the architect cea method, the bias cannot be reliably estimated. They also advise that high cumulative variance is usually caused by three factors: (1) imprecision, (2) concentration-related differences in bias or (3) pool-related differences in bias. A review was performed of the architect cea in-house testing results prior to release for sale to our customers. The tracking data for october 2006 to november 2007, encompassing 48 reagent lots were analyzed and confirm the performance of the assay has been very consistent (% cv values range 2.5-3.7%) and does not correlate with the high degree of variability indicated by data. In addition a review was performed of method mean results generated for a set of samples which have been distributed a minimum of three times since september 2006. The results generated show very good reproducibility with cv values ranging 0.79 to 4.83%. Again this data does not align with increasingly biased data with increasing cumulative variance observed. Therefore these reviews have revealed that imprecision and concentration-related differences in bias are not responsible for the cumulative variance reported further review was performed of method reports to assess recovery for various sample types distributed over the period oct 2006 to date to compare results for selected samples with a competitor assay which consistently shows as among the highest performing assays included in the scheme. This shows that the architect cea method is recovering patient sera and pooled patient sera accurately. The health standard, the industry standard for this cancer marker is recovered highly accurately by the architect method; therefore, concentration related differences in bias do not appear to be contributing to the cumulative variance reported for the method. For certain samples we have observed a bi-modal distribution of returned results, with the abbott architect and axsym cea assays returning similar data and thus forming one peak in the bi-modal distribution observed. The source of the cumulative bias and variance is linked to these certain sample types that are distributed repeatedly over the period where the bias for the architect cea method has been increasing. These sample types contain endogenous cea from added patient sera. The bi-modal distribution affects manufacturers at both extremes of the bi-modal distribution and thus where the architect cea method is under-recovering, other manufacturers are over-recovering to varying degrees. It should be noted that while there is a lack of unity between the different manufacturers' methods, there will inevitably be methods that display a bias to the altm (all laboratory test mean). Review of the results listing provided by the customer with the return patient sample confirms that all three methods (architect, olympus and roche) show a concurrent pattern of decreased cea level post chemotherapy in 2007, with a subsequent concurrent rise in levels for two sequential samples taken in the following two months. Each method shows the same relative pattern but the absolute magnitude is lower for architect. In addition, one of these samples tested on immulite also shows a much higher cea result (7.7 ng/ml for architect versus 25 ng/ml for immulite). The return patient sample received was the last in the sequential set taken the same month, two months after administration of chemotherapy. This had previously given results of 15.8 ng/ml on architect and 52 ng/ml on olympus. Testing of this sample for the investigation gave a result of 16.68 ng/ml, which is comparable to the original result; therefore the customer's results are confirmed. Results of the investigation have confirmed that the source of the cumulative variance is pool-related differences in bias. The bias observed for certain samples distributed is not consistent across all sample types and this is driving the cumulative variance to the levels currently reported. The architect cea assay continues to perform consistently and abbott is working with ukneqas to resolve the source of the cumulative bias and variance reported for the method. This is the final report.